Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the following components were replaced: battery charger board 1, x-ray battery, x-ray hand-switch, x-stage cover, monitor battery, and atp console. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system displayed an error 25 and there was a "shutting problem". It was also reported that there was damaged to the x-stage cover, the damage did not inhibit gantry movement. There was no patient present.

Manufacturer narrative:
The pcba atp console was returned to the manufacturer for analysis. Analysis found that the reported complaint was unable to be duplicated. No failure found. The battery monitor indicator was returned to the manufacturer for analysis. Analysis found that the reported complaint was unable to be duplicated. No failure found. The x-stage covered was returned to the manufacturer for analysis. Analysis confirmed the issue "x-stage cover is damaged." Failed visual inspection due to dent on cover. Physical damage due to impact confirmed. The x-ray hand switch was returned to the manufacturer for analysis. All functional tests passed. Unable to duplicate issue "problem when performing 2d and 3d." Visual inspection confirmed physical damage, whereby the two halves of the hand switch would separate when not held together physically. Physical damage confirmed. The pcba battery charger was returned to the manufacturer for analysis. The reported issue was confirmed. Unable to complete bench test due to electrically over-stressed components. Electrical component failure confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.